Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. No additional intervention was performed. The patient was stable and will continue to be monitored.